Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-18785, 18787. It was reported the pt was unable to feel stimulation. The sjm rep met with the pt and diagnostic testing revealed low impedance readings. Reprogramming was able to provide adequate coverage. However, the pt also experienced stimulation in her ribs. The pt is to consult with her physician as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.